Manufacturer narrative:
The ortho summit sample handling system (summit pipetter) bar code reader misread the bar code on a specimen sample tube. The scanner read the bar code as the same as a bar code on a specimen sample tube previously read. The ortho assay software (oas) algorithm flagged the second sample as "unrequired."